Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio replaced the therapy pcb assembly and observed proper device operation through functional and performance testing. The device was returned to the customer for use. Physio further evaluated the removed therapy pcb assembly and determined that the cause of the reported was due to transistor, designator q18. Q18 was electrically shorted and caused high voltage to be present on the capacitor on power up, which caused no power up.

Event description:
The customer contacted physio-control to report that their device failed the user test and logged an event code in the device's memory. Upon evaluation of the customer's device, physio observed that the device will not power on with ac or dc power. As a result, defibrillation may not be possible, if it were necessary. There was no patient use associated with the reported issue.